Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was not returned for evaluation. During the follow up with the user, it was reported that the issue was resolved however, the user did not provide details as to how the reported issue was resolved other than stating that the issue "went away". If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited error message of e216. No further details were provided regarding the event. There was no patient impact or harm was reported.